Event description:
It was reported to philips that the system's shutters were not working, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing vascular planned treatment. The procedure was completed as planned with limitations. It was reported to philips that the system's shutters were not working, which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the collimator wedges were not responding when using the table side imaging module. On further troubleshooting, fse performed diagnostic test and found that imaging module controller circuit that drives the collimator was defective and not responding and confirmed the table side imaging module to be defective. To resolve the issue, fse replaced the table side imaging module in another work order. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.